Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse of vaginal vault after hysterectomy and cystocele/rectocele. It was reported that the patient underwent the concurrent procedures of sacrocolopexy, bso, rectocele repair and vulvar biopsy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.